Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 4 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, the aortic neck has disease progression resulting in dilatation of the aortic neck. It was also reported that it is possible that the stent graft may have been undersized at the time of implant. A recent CT demonstrated a proximal type 1 endoleak (see MFR# 2953200-2010-02170). The physician implanted a 30x28 talent cuff however the endoleak did not resolve, therefore the physician implanted a 28x40 aneurx cuff. The endoleak decreased, however, was not completely resolved, and the physician elected to monitor the patient. No further intervention was done. No add'l clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: (endoleak), (large in diameter aortic neck).